Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: tip. Cfu:n.d. Bacterial identification:n/a. Sampling date:(B)(6) 2024. Sampling from: forceps channel/suction channel. Cfu:0cfu/ml. Bacterial identification:n/a. Sampling date: (B)(6) 2024. Sampling from: air/water channel. Cfu:0cfu/ml. Bacterial identification:n/a. Sampling date:(B)(6) 2024. Sampling from: sub-water channel. Cfu:0cfu/ml. Bacterial identification:n/a. The cleaning disinfection and sterilization practices (cds) of the user were not provided. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that foreign objects were in the air/water channel and the air/water cylinder but the foreign objects were unable to be identified. It is unclear if reprocessing was completed per instructions for use (IFU). There was no physical damage at the foreign object detection point. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." "Nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the scope tested positive for 1 cfu of paracoccus yeei in the air/water channel and greater than 80 cfus of escherichia coli in the rinsing channel. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and there were no microorganisms detected. The results are evaluated in accordance with the joint recommendation of the krinko and the bfarm 'requirements for hygiene in the reprocessing of medical devices' (bundesgesundheitsbl 2012 - 55:). Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.